Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed volume test - delivered at lower rate, which was reproduced through troubleshooting of the device. A review of the event history log did not identify failed volume test - delivered at lower rate. The cause was determined to be a flow test failure. The pressure plate travel was performed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the volume test - delivered at lower rate. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.